Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01241, related manufacturer reference number: 3006705815-2022-01126. It was reported that patient was experiencing ineffective therapy as the leads had migrated and confirmed via x-rays. Also, the ipg displayed the message and found that patient lost therapy. As such surgical intervention took place wherein the entire system was explanted and replaced with new ones. Post procedure, effective therapy was restored.